Manufacturer narrative:
Investigation summary: batch history analysis (DHR), maintenance records and quality notifications were verified and no deviations were found for this batch. No photos / samples were provided by the client for evaluation and it was not possible to conduct an investigation and determine the root cause of the incident. Production processes are validated against the defined acceptance criteria. This way the claim cannot be confirmed. The incident identified from this claim will be monitored for trend assessment. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA is not required.

Event description:
It was reported that before use of the bd oralpak¿ 10 ml oral doser the bottom of the cylinder was broken. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: it was identified that the 10 ml dosing syringe had the bottom of its cylinder broken.